Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure after the suture breakage? Another pds suture was used to reinforce suture. Were there any patient consequences? No. Could you please provide lot number? Unknown. Procedure name and date? Hysterectomy vlp. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an hysterectomy procedure an unknown date and barbed suture was used. While suturing the vaginal apex, the barbed suture broke. No adverse patient consequences were reported. Additional information was requested